Event description:
Procedure type: lap nephro uretectomy. Pt male, according to the reporter: port was inserted into the pt and when the lock was being closed the pin came out. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported. Pt status ok.

Manufacturer narrative:
Initial report sent: 12/03/2007.